Event description:
This device was returned with oos documentation from biotronik rep bill madeira. Per the oos, this system was removed due to an infection that was not related to the implant, per dr. This device was replaced with a cylos dr, in 2008. The explanted system: philos ii dr, MDR: 1028232-2008-00821. Selox sr 45, MDR: 1028232-2008-00822. Arox 53-bp, MDR: 1028232-2008-00823.